Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign material in the form of a "bug" in the homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: two photo samples were provided for evaluation. A review of the photos showed a round, dark brown particulate matter on the cassette, however, due to the quality of the photographs the visual analysis was unable to determine if the particulate was loose, embedded, inside, or outside of the fluid pathway. The reported condition was verified. The sample failed to meet specifications. The cause of the condition could not be determined. Due to a photo only evaluation, no further analysis could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.